Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include tylenol, aspirin, amlodipine, atorvastatin, lopressor, protonix, and synthroid. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to incomplete endoprosthesis component deployment.

Event description:
On (B)(6) 2016, a gore® excluder® iliac branch endoprosthesis ((B)(4)) was implanted as part of an endovascular aortic repair. During the procedure, a benson through-wire reportedly became wrapped around the device before it was deployed. According to the report, an attempt to rotate the delivery catheter approximately 180 degrees in order to resolve the wire-wrap issue was unsuccessful. It was reportedly determined that the delivery catheter was in satisfactory position both longitudinally and rotationally, and the decision was made to deploy the device. Upon deployment, the deployment string on the delivery system was reportedly broken. The most proximal portion of the iliac branch component had opened, however, the contralateral gate and flow divider remained constrained. Attempts to unconstrain the device using a balloon catheter were unsuccessful. The physician reportedly was able to pass a second wire on the ipsilateral side, and advance a balloon catheter in an attempt to open the device. Before another attempt at ballooning could be made, the iliac branch component reportedly unconstrained spontaneously. The procedure went forward and was concluded without any further reported complications. The patient tolerated the procedure.